Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the procedure to implant this system, the patient sat up in bed which caused the device to migrate and the leads to lose slack. A revision procedure was performed and the system was repositioned without further incident. No additional adverse patient effects were reported.